Manufacturer narrative:
The field service representative repaired the leaks. The unit was tested to manufacturer's specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, leaks were found in the cooling and heating system. Since the event occurred during preventative maintenance, there was no patient involvement.